Event description:
On (B)(6) 2010, use of membragel, 0.8 ml article number 070.101, batch y6371 and straumann bone ceramic, bone ceramic, 0.5-1.0mm, 0.5g, article 070.204 batch y8042. Clinician reports on (B)(6) 2011, after using membragel and straumann bone ceramic, the pt had pain with loss of membragel. On (B)(6) 2011, buccal swelling with pus - slight pain. On (B)(6) 2011, no swelling and fistula anymore - everything ok. Infection was treated with (B)(6).

Manufacturer narrative:
Review of batch records indicate that the product was released according to specifications.